Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 84% stenosed, eccentric, de novo target lesion was located in the non-tortuous, severely calcified, and 2.5 - 5.75 mm in diameter left anterior descending artery (lad). After pre-dilatation was performed with a 2.5 x 20 mm non-bsc balloon catheter resulting to 43% residual stenosis, a 28 x 2.50 rebel stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal portion of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.